Event description:
It was reported that this inflatable penile prosthesis stopped pumping properly, and it was unable to inflate. After trouble shooting for sticky pump, the physician determined that the device needs to be replaced. The device was removed and upon removal a hole was found in the tubing to the reservoir confirming there had not been enough fluid to inflate the device due to the leak. The device was fully replaced successfully. No patient complications were reported.